Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "exposure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported left side "exposure". Device remains implanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the identified photos: crease fold and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Additionally, healthcare professional reported "patient's concern with the product." Device has been explanted.